Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. Visual examination of the provided pictures identify explanted components with biological material and signs of wear and usage, such as discoloration and debris. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00599401791 - left size g cemented option femoral component femoral plastic cap must be removed prior to implantation - 62436483. 00598005701 - stemmed tibial component precoat size 7 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten - 63650275. 00598801014 - 14mm diameter 100mm length straight stem extension combined length 145mm - 63869663. 00598801215 - 15mm diameter 30mm length straight stem extension combined length 75mm - 63634006. G2: foreign country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery. Subsequently, the patient underwent a revision surgery due to pain. Attempts have been made and all available information has been provided.